Event description:
Note: this report pertains to the second of five devices reported for the event. It was reported to boston scientific corporation in 2008, that a distal bile duct perforation was observed after a procedure performed two months prior, using a spyglass direct visualization probe. The pt was admitted to the hospital and later released; the pt's condition was reported to be "fine". According to the complainant, the relationship between the duct perforation and the spyglass direct visualization probe is unk. Refer to MFR reports # 3005099803-2008-05484, 300509803-2008-05486, 3005099803-2008-05488, and 30058099803-2008-05489 for the other four devices used in this procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.